Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgeon reported that the a1114 mayfield infinity skull clamp slipped and caused laceration on (B)(6) 2020. A (B)(6) year old male patient underwent a posterior fossa suboccipital decompression. The patient was initially positioned supine for the placement of the mayfield skull clamp (initial pinning at 0757) and then turned prone in a concorde type of positioning. During final positioning, the patient sustained a 2cm scalp laceration (left lateral side of the head) that was stapled closed. A pin on the rocker slipped on the patient's head while in prone position. The patient was re-pinned (at 0836) and a new skull clamp was used to complete the procedure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not retuned for evaluation therefore the failure analysis and determination of root cause was not possible. The device was manufactured in 2008. No device history record (DHR) review was possible as no serial number was provided. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.